Event description:
The customer states during preventative maintenance, the navigation ring is not working. There was no patient involvement.

Manufacturer narrative:
The manufacturer's field service engineer replaced the front bezel to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service.